Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2209404 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) ruptured. There was no reported patient injury. Hemostasis was achieved by manual compression for 25 minutes and there was no reported patient injury. The patient¿s status was recovered and the hospitalization was not extended as a result of the event. The device was used after an interventional peripheral procedure using a retrograde approach. The user was being trained on using the device. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was femoral arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was presence of calcium in the vicinity of the puncture site. The mynx vcd was prepped according to instructions for use (IFU) and opened in a sterile field. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) ruptured. There was no reported patient injury. Hemostasis was achieved by manual compression for 25 minutes and there was no reported patient injury. The patient¿s status was recovered and the hospitalization was not extended as a result of the event. The device was used after an interventional peripheral procedure using a retrograde approach. The user was being trained on using the device. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was femoral arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was presence of calcium in the vicinity of the puncture site. The mynx vcd was prepped according to instructions for use (IFU) and opened in a sterile field. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed with stopcock open and syringe attached to the device. The sealant remained in the manufacturing position, exposed to blood. The procedure sheath was not returned with the device. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device. The results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a taper-to-taper tear in the balloon of the returned device. A product history record (phr) review of lot f2209404 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). Procedural factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.